Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient filled the cartridge with refrigerated insulin which may have caused air bubbles. The (B)(4) states to fill the cartridge with room temperature insulin. The patient selected areas of scar tissue to insert the infusion set. This could cause hyperglycemia and the (B)(4) says to avoid these sites for infusion.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity related to the complaint observed in black box or download history. There was no data in black box or download histories from time of reported high blood glucose levels due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Unrelated to the complaint, evaluation revealed that the scratched display screen, which has no effect on insulin delivery.

Event description:
The patient stated that her blood glucose levels were elevated starting at 5:30 pm the evening prior to contacting animas. She said her blood glucose level at that time was 431 mg/dl. She did not administer a bolus dose at (B)(6) prior to getting the elevated reading. She attempted to deliver a bolus dose but received a "low battery" warning from the pump. The patient changed the battery and again attempted to deliver a bolus dose but received a "low cartridge" warning. The patient changed the cartridge and was able to deliver a bolus dose. At 6:30 pm the patient's blood glucose level was reportedly nearly 500 mg/dl. At 12 am the patient's blood glucose level increased to 560 mg/dl and the patient used another bolus dose to lower that blood glucose level. The patient reported a blood glucose reading of 580 mg/dl at 4:30 am and a reading of 579 mg/dl at 7 am, both of which she took bolus doses for. The patient changed her infusion set and infusion site at that time. She then spoke with a health care professional at 10:15 am who told her to take 10 units of novolog every hour until her blood glucose level is below 250 mg/dl. She says she had symptoms of dizziness and confusion which she thought were indicative of hyperglycemia for her. She took three injections of 10 units of novolog between 10:15 am and 12:15 pm. Her blood glucose level decreased to 206 mg/dl by 1:15 pm. The patient had a heart attack in (B)(6) 2011. She said that she started new medications and needed to change her pump settings at that time. The patient's insulin had been in the cartridge for (B)(6) at the time of the elevated blood glucose level. She says she fills the cartridge with refrigerated insulin, which could have caused air in the cartridge. She also said that the infusion site she selected was also known to have more scar tissue. The pump's delivery history matched the programmed delivery amounts. There was no evidence of a product malfunction.